Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a valid lot number was not provided. A device history review cannot be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175 was being used during a unknown procedure on an unknown date when it was reported ¿difficulty removing bag from patient once deployed, this is regardless of the size used. We have also had several instances of the bags ripping during the procedure, again regardless of size and across multiple lot numbers. These issues have continued to occur despite multiple education events.¿. Further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the trs100sb2, ancr tissue retrieval system, 10mm, 175 was being used during a unknown procedure on an unknown date when it was reported ¿difficulty removing bag from patient once deployed, this is regardless of the size used. We have also had several instances of the bags ripping during the procedure, again regardless of size and across multiple lot numbers. These issues have continued to occur despite multiple education events.¿. Further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.